Event description:
It was reported that the patient presented for a scheduled generator change. Prior to procedure, failure to sense was noted on the patient¿s atrial lead. It was suspected that the lead had dislodged, as it was pointing towards the atrium's floor. The physician capped and replaced the atrial lead on (B)(6) 2025. There were no patient consequences.